Event description:
The customer reported that the coag button was stuck in the on position. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.